Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure, the resistance encountered when advancing the coil (subject device) in the introducer sheath, in the hub of the microcatheter and in the microcatheter. The coil (subject device) was prematurely detached within the microcatheter. The detached coil (subject device) could be removed by retrieving the entire microcatheter. No fragments remained in the patient. The procedure was completed successfully by replacing the coil (subject device) and the microcatheter. There were no clinical consequences reported due to the event.

Manufacturer narrative:
H4 manufacturing date; added. D4 expiration date: added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, the patient anatomy was very meandering. It was also reported that continuous flush was not set up and maintained throughout the clinical procedure. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to user error. Therefore, an assignable cause of user error will be assigned to this complaint.

Event description:
It was reported that during procedure, the resistance encountered when advancing the coil (subject device) in the introducer sheath, in the hub of the microcatheter and in the microcatheter. The coil (subject device) was prematurely detached within the microcatheter. The detached coil (subject device) could be removed by retrieving the entire microcatheter. No fragments remained in the patient. The procedure was completed successfully by replacing the coil (subject device) and the microcatheter. There were no clinical consequences reported due to the event.